Manufacturer narrative:
B.7 added information as it was inadvertently omitted from the initial report that was submitted. D.9 the device was returned and the date was added. E.1 zip code extension and initial reporter phone number were added as they were inadvertently omitted from the initial report that was submitted. E.4 selection was added as it was inadvertently omitted from the initial report that was submitted. H.6 codes were updated as the device was returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for investigation. Thrombosis: clinical details note that pump was explanted due to assumed ingestion. No thrombus noted on explant. The root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: clinical details noted on last day of support that pump flows were not maintained greater than p-6. Patient was also sub-therapeutic for anticoagulation. Data logs were reviewed and the logs showed low flows on last day of support after a momentary spike in purge pressure with a step down in motor current and pump flows. Additionally, placement signal stepped up slightly at the same time. Placement signal and motor current gradually trended up slightly before pump was explanted. No p-level change occurred at that time. No alarms at time of decrease in pump flows. Suction alarms were present momentarily on second day of support but were not sustained. Pump was returned cut at catheter. Biomaterial was present around the bottom of the impeller blade. The cause of the low pump flows was due to biomaterial ingestion based on pattern observed in data logs and biomaterial present on returned product, and patient being sub-therapeutic at time of low flows. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported a patient in heart failure was implanted with an impella rp flex device for mechanical circulatory support. The device was explanted for probable thrombus ingestion. The patient was subtherapeutic for anticoagulation and flows were not maintained over 6 despite discussions of best practices with attendings.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.